Event description:
The pacemaker, but not the leads, were returned without oos documentation from medtronic, inc. Per biotronik patient tracking, this system was removed due to infection. This system has not been replaced. Philos dr, MDR 1028232-2009-00890, elox ex 60-bp, MDR 1028232-2009-00891.